Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 564mg/dl. Reportedly, customer was entering their bg in the sensor calibration screen instead of the bolus screen. Bg was addressed via a correction bolus. Tandem technical support commenced conducting system check; however, the customer declined further troubleshooting as bg was beginning to normalize after bolus was administered.